Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The device history record (DHR) review was performed for lot 2501290, and no non-conformances and/or manufacturing irregularities were identified related to this failure. Investigation summary reports that the trudi 0-degree suction was at 5 uses. The device was plugged in after registration. Standard protocol sterilization method was reportedly used. A replacement request was submitted. A corrective and preventative action has been opened to investigate the root cause of suction devices with failures related to sensor navigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that upon plugging the trudi 0-degree suction (tdns000z) into the instrument adapter, during a functional endoscopic sinus surgery, a ¿navigated device error, please replace the device¿ message and red icon was displayed on the trudi navigation system, and the suction would not navigate. Staff tried alternative adapters and the issue persisted. A curved 90-degree navigated suction was plugged into the navigation cable and there were no issues therefore, it was concluded that it was the 0-degree navigated suction that had malfunctioned. It was reported that the issue occurred upon initial connection and during use. A surgical delay of "approximately 30 minutes " was reported; however, it is unknown whether the delay occurred before or during surgery. Additionally, no patient injury was reported.